Event description:
A descemet's detachment occurred during it rack advance canaloplasty procedure. The surgeon put an air bubble in the ac and washed out the heme with bss. Follow up patient information: pod1 the patient is 20/20 and iop is 12.